Event description:
It was reported via a trial that on (B)(6) 2011, the day after the implantation of the acculink stent in the right internal carotid artery, the patient experienced an altered mental status with slight dysarthria and confusion prior to discharge home. The patient was discharged home on (B)(6) 2011 with the altered mental status continuing and unchanged. After the patient was discharged, the patient returned to the hospital later the same day on (B)(6) 2011 with stroke symptoms of increased somnolence and left-sided weakness. The patient was treated with ticlid, physical therapy, and occupational therapy. During the hospitalization, the patient had a urinary tract infection and suspected pneumonia. The patient was transferred to rehabilitation on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction and cerebrovascular accident (stroke) are listed in the product instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This type of reported event will continue to be monitored.